Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-12990n knee scorpion needle zero fiberwire suture gets cut when passed through the scorpions forceps during a case. No patient was affected.

Manufacturer narrative:
Additional information: g3. H3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the suture cutting is a use-related error due to improper needle or tissue positioning during firing, resulting in the suture being pinched or sheared between the scorpion¿s jaws.